Manufacturer narrative:
Continued: a.4 weight: 107.9 lbs. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported a right side malposition. Healthcare professional reported later "trace amount of fluid surrounding the implant". Device has been explanted.